Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a perm implant without any issues. After coming out of anesthesia, the patient developed an intense dysesthesia in his abdomen. After 3-hours it was determined the system needed to be removed to quell the systems. The system was explanted without complications. Additional information found the patient is considerably better with only slight discomfort.